Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch and drive cables were frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci esophagectomy surgical procedure, it was noted that a frayed cable was observed on the double fenestrated grasper instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.